Event description:
It was reported through remote transmission that a patient received a notification for low, out of range hv lead impedance. Review of the session record revealed that all impedance measurements were in range and no action was done. Patient will continue on routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.